Event description:
It was reported that sparks came out of the device while it was in use. There was no smoke associated with the sparks and no burns. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was not repaired and a replacement was sent to the account. The investigation is ongoing and this report will be updated when the investigation is completed.